Event description:
Edwards received information that seven (7) years, eight (8) months after implant of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis (mean gradient = 45 mmhg). The procedure went well with no incident and the patient was transferred the cicu in stable condition.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.